Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use a resolute integrity drug-eluting stent to treat a calcified lesion in the rca with a previous deployed des. No damage noted to device packaging. Device was inspected prior to use no issues noted. Negative prep was performed followed by neutral prep. Lesion was pre-dilated. Resistance was encountered when advancing the device past a just deployed resolute, excessive force was not used. Physician was unable to deploy the stent and when the physician pulled it back into the 6f guideliner, he noticed under fluoro, that the stent slipped off the balloon. He then removed the guideliner and the stent without any issue to the patient. He successfully deployed a resolute immediately afterwards. Physician insists that there was no issue with the resolute integrity.

Manufacturer narrative:
Stop cock returned attached to luer. Kinks were visible on the hypotube and distal shaft. Visual inspection confirmed that the stent was not present on the balloon. Stent crimp impressions were visible on the exposed balloon surface. Dislodged stent was returned, and deformation could be seen to the stent wraps at one end of the stent. The distal tip was damaged. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.